Event description:
It was reported by the customer that prior to use, leak alarms were activated in the cs300 intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse replaced the safety disk assembly (due by hours), the purge assembly, and put the muffler back onto the compressor because it fell off. Full calibration, functional, and safety checks were performed which passed to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported by the customer that prior to use, leak alarms were activated in the cs300 intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.